Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient experienced inaccurate cgm values the day the sensor was inserted into the abdomen. She used a tandem insulin pump as a display device. On (B)(6) 2024 around noon the bg values were extremely high and were not decreasing. She was anxious, did not feel well, was ¿extremely dehydrated¿ and frequently had to urinate. She stated the bg finger stick value at the time was 420 mg/dl. The cgm values were ¿30 to 50 points off,¿ but the exact cgm value at the time was not specified. She tried to calibrate the sensor, but the values remained inaccurate. The tandem pump and cgm were not communicating because of inaccuracies. She decided to go to the hospital for evaluation because of the inaccuracy and her anxiety. At the emergency room she was shaking and dizzy. The bg finger stick value was 410 mg/dl but the cgm value was around 360 mg/dl. She received treatment with IV fluids and the patient self-administered insulin while at the hospital to stabilize her bg level. After she recovered, she was discharged home later the same day. The next day on (B)(6) 2024 at the time of the call the cgm value was 120 mg/dl but the bg finger stick value was 179 mg/dl and she planned to replace the sensor. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. It has been reported that readings were 30 to 50 points off. There were no reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the a zone of the parkes error grid while in the ER. The reported glucose values fall within the b zone of the parkes error grid on (B)(6) 2024. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.